Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. The insulin pump did not have physical damage but it was beeping and had a white display. The self-test was not okay. It was not possible to perform the no delivery test. The customer's blood glucose level was 8.7 mmol/l. The customer was sent a replacement for the insulin pump. The customer was asked verbally and in written form to return the broken insulin pump for analysis.